Event description:
A malfunction alarm was reported with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. While a malfunction code was displayed, it was resettable, and the customer received assistance from technical support to reset the pump. The code did not recur after resetting, and the customer was advised to call back if it recurred, allowing them to continue using the pump.